Event description:
In 2008, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Approx two months later, the pt underwent another procedure to place an additional gore endoprosthesis. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg records has been conducted.